Event description:
Ventilator was functioning appropriately. Suddenly, it failed. The front control panel locked up and all displays were also locked. The vent alarmed appropriately and continuously. Upon investigation, no problems were found, but the front panel was replaced anyway for safety. Mild desaturation of the patient following failure of the ventilator. Saturation was restored when the ventilator was disconnected, and patient bagged with oxygen.